Event description:
It was reported that the patient experienced syncope. The ventricular lead exhibited loss of capture. The insulation was found to be broken, and the lead was replaced.

Manufacturer narrative:
Final analysis found the reported capture problems were due to an intermittent short circuit between the coils caused by damaged proximal and distal insulations. The lead was damaged in the field, and not a result of deficiency in material or workmanship.